Manufacturer narrative:
Results: there was no visible damage to the px slim. Conclusions: evaluation of the returned devices revealed both pc400s had compressed embolization coil damage. This type of damage can result from repeated attempts to forcefully advance or retract the embolization coil against resistance. The root cause of the initial resistance experienced by the physician when advancing the first coil could not be determined for the first coil evaluated. Further evaluation revealed the pc400 pusher assemblies were bent and kinked. This damage is likely incidental and may have occurred during return to penumbra facilities. The px slim had no visible damage and a 0.025¿ mandrel was advanced through the px slim without issue. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00086, 3005168196-2017-00087.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-00086, 3005168196-2017-00087.

Event description:
The patient was undergoing a coil embolization procedure to treat a ruptured anterior communicating artery (a-com) aneurysm using penumbra coils 400 (pc400¿s) and a px slim delivery microcatheter (px slim). During the procedure, the physician placed a pc400 in the a-com using a px slim; however, the physician was not satisfy with the pc400 and therefore, it was replaced with a smaller pc400. The physician then attempted to advance two additional pc400s through the same px slim; however both pc400s would not advance through the px slim; therefore they were removed. It was reported that the physician was able to advance a micro-wire through the px slim prior to attempting to use advance one last pc400; however, the last pc400 would only advance few centimeters inside the px slim and became stuck. Therefore, the px slim was removed and the procedure was completed using another manufacturer¿s microcatheter and coils. There was no report of an adverse effect to the patient.